Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. At the time of the report with tandem technical support the customer had not addressed elevated bg level. The customer reverted to an alternate method of insulin therapy.